Event description:
The customer reported a screaming alarm on the device. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and verified the customer reported issue of a screaming alarm as the pump was alarming with error 21 (secondary c/coulometer power supply board communication) when it was powered on. A review of the device history log found error 99 (activation of the watch dog) and error 51 (defective speaker). The battery was checked and it is fully charged and passed the battery test. The central processing unit and power supply boards were replaced to resolve error 99 and the flexible ic/speaker assembly was replaced to resolve error 51. After the repair, the device was found to meet specification.